Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were running normothermia for hypothermic patient. Arctic sun device giving low air leak message. Water flow rate (wfr) was 1.6 l/m. 4 pads connected. Brand new pads. Walked through stop therapy, disconnect and reconnect. Straightened lines and verified fluid delivery line (fdl) secure and in lock position. Restarted therapy and device primed to 0. System diagnostics, outlet monitor temperature (t1) was 7.3c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 17.3c, chiller temperature (t4) was 3.6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8579.2, pump hours were 7451. Device alerted patient line open. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 37c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 10.3c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 12.1c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage. Walked through disabling manual control. Advised device was operating within spec with no pads and they should swap out to a different set of pads. Representative can follow up to send in pads for investigation if they want to set aside. Call back with any additional questions or concerns. Sn #(B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed in step 24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Current controls in place to mitigate this failure include: su-1090. Manufacturing procedure / inspection. Drawing. Leak test tm7600514 (100 percent). Visual aid vs6003o, vs6043o and vs6033o. Flow rate test tm7600515. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were running normothermia for hypothermic patient. Arctic sun device giving low air leak message. Water flow rate (wfr) was 1.6 l/m. 4 pads connected. Brand new pads. Walked through stop therapy, disconnect and reconnect. Straightened lines and verified fluid delivery line (fdl) secure and in lock position. Restarted therapy and device primed to 0. System diagnostics, outlet monitor temperature (t1) was 7.3c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 17.3c, chiller temperature (t4) was 3.6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8579.2, pump hours were 7451. Device alerted patient line open. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 37c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 10.3c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 12.1c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage. Walked through disabling manual control. Advised device was operating within spec with no pads and they should swap out to a different set of pads. Representative can follow up to send in pads for investigation if they want to set aside. Call back with any additional questions or concerns. Sn # (B)(6). Per follow up information received via phone on 13may2025, spoke with nurse, who said the pads had been adult sized but that was all the information they had. They noted the representative had taken these pads last month and they had no additional information.